Event description:
This is a spontaneous case report received on 15-apr-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Follow up 06-may-2016: quality-safety evaluation of ptcptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Company causality comment: this spontaneous case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The outcome of ptc assessment resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow up 06-may-2016: quality-safety evaluation of ptc. Ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Company causality comment: this spontaneous case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The outcome of ptc assessment resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('broken fragment'), salpingitis ('portion of fallopian tube with focal inflammation/myosalpingitis') and pelvic pain ('pelvic pain female') in a female patient who had essure (batch no. 627732) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included regional nerve block (anesthesia for essure insertion procedure) on (B)(6) 2008. Previously administered products included for para cervical block: xylocaine on (B)(6) 2008 and marcaine on (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), complication associated with device ("device complication"), dyspareunia ("pain during sex") and infection ("infections") and was found to have weight increased ("weight gain"). The patient was treated with surgery (left salpingectomy, total abdominal hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the device breakage, salpingitis, pelvic pain, complication associated with device, dyspareunia, infection and weight increased outcome was unknown. The reporter considered complication associated with device, device breakage, dyspareunia, infection, pelvic pain, salpingitis and weight increased to be related to essure. The reporter commented: tubal ostia was identified and essure device was deployed into the left tube and 4 coils were noted in the cavity, then the other essure device was deployed into the right tube and 3 coils were noted in the cavity. There were no complication and patient tolerated the procedure well. Discrepancy noted in date of removal (B)(6) 2008 concerning the injuries reported in this case, the following ones were described in patient¿s medical records: salpingitis, device breakage concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain lot number:627732 manufacture date: 2008-07 expiration date: 2010-07. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-dec-2020: quality-safety evaluation of ptc. Incident : we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('broken fragment'), salpingitis ('portion of fallopian tube with focal inflammation/myosalpingitis') and pelvic pain ('pelvic pain female') in a female patient who had essure (batch no. 627732) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included regional nerve block (anesthesia for essure insertion procedure) on (B)(6) 2008. Previously administered products included for para cervical block: xylocaine on (B)(6) 2008 and marcaine on (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), complication associated with device ("device complication"), dyspareunia ("pain during sex") and infection ("infections") and was found to have weight increased ("weight gain"). The patient was treated with surgery (left salpingectomy, total abdominal hysterectomy, left salpingectomy and surgery to remove essure). Essure was removed on (B)(6) 2010. At the time of the report, the device breakage, salpingitis, pelvic pain, complication associated with device, dyspareunia, infection and weight increased outcome was unknown. The reporter considered complication associated with device, device breakage, dyspareunia, infection, pelvic pain, salpingitis and weight increased to be related to essure. The reporter commented: tubal ostia was identified and essure device was deployed into the left tube and 4 coils were noted in the cavity, then the other essure device was deployed into the right tube and 3 coils were noted in the cavity. There were no complication and patient tolerated the procedure well. Discrepancy noted in date of removal-(B)(6) 2008. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: salpingitis, device breakage concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 7-dec-2020: mr received. Reporter information added. Events: portion of fallopian tube with focal inflammation, broken fragment added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") in a female patient who had essure (batch no. 627732) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included regional nerve block (anesthesia for essure insertion procedure) on (B)(6) 2008. Previously administered products included for para cervical block: xylocaine on (B)(6) 2008 and marcaine on (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. The reporter commented: tubal ostia was identified and essure device was deployed into the left tube and 4 coils were noted in the cavity, then the other essure device was deployed into the right tube and 3 coils were noted in the cavity. There were no complication and patient tolerated the procedure well. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 5-may-2017: legal case extraction form/ essure (medical records) - new reporter and essure treatment details (lot number, insertion date and procedure details). Company causality comment: this spontaneous case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The outcome of ptc assessment resulted in an unconfirmed quality defect. A product technical analysis update is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") in a female patient who had essure (batch no. 627732) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included regional nerve block (anesthesia for essure insertion procedure) on (B)(6) 2008. Previously administered products included for para cervical block: xylocaine on (B)(6) 2008 and marcaine on (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. The reporter commented: tubal ostia was identified and essure device was deployed into the left tube and 4 coils were noted in the cavity, then the other essure device was deployed into the right tube and 3 coils were noted in the cavity. There were no complication and patient tolerated the procedure well. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 22-may-2017: quality safety evaluation for product technical complaint. Company causality comment: this spontaneous case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The outcome of ptc assessment resulted in an unconfirmed quality defect. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female") in a female patient who had essure (batch no. 627732) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included regional nerve block (anesthesia for essure insertion procedure) on (B)(6) 2008. Previously administered products included for para cervical block: xylocaine on (B)(6) 2008 and marcaine on (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), complication associated with device ("device complication"), dyspareunia ("pain during sex"), infection ("infections") and weight increased ("weight gain"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, complication associated with device, dyspareunia, infection and weight increased outcome was unknown. The reporter considered complication associated with device, dyspareunia, infection, pelvic pain and weight increased to be related to essure. The reporter commented: tubal ostia was identified and essure device was deployed into the left tube and 4 coils were noted in the cavity, then the other essure device was deployed into the right tube and 3 coils were noted in the cavity. There were no complication and patient tolerated the procedure well. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2017: event medical device removal deleted and event pain during sex, infections, weight gain, pain added with essure removal date. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.